Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator does not power on. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23sep2018. The service engineer (se) inspected the device and verified the reported issue. The se replaced the power management board and the ventilator passed all performance verification testing.